Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/31/2017 with the following findings: the battery compartment was cracked at the threads to the left of the bumper, and from below the bumper toward the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked in two places. This report is made based on results of investigation completed on 03/31/2017.